Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2008 by dr. (B)(6) due to severe pelvic pain and vaginal mesh erosion at ucla. It was also reported that patient underwent u flap advancement closure of vaginal graft erosion by dr. (B)(6)/ dr. (B)(6) due to chronic pelvic pain and vaginal mesh erosion at (B)(6) medical center.

Manufacturer narrative:
Date sent to the FDA: 07/28/2017 additional information:

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency, nocturia, urinary tract infection, labial numbness, and urinary frequency.